Manufacturer narrative:
The field service engineer (fse) found the probe belt was loose and adjusted it as well as the probe itself. The fse reviewed the reagents and buffer station and recommended daily and weekly maintenance for the customer. The service actions resolved the issue. No further issues were reported.

Manufacturer narrative:
The investigation is ongoing. The analyzer was last calibrated on (B)(6) 2021. The analyzer was calibrated using elecsys hcg+ss lot 516539 and calibrator lot 452061 that have unknown expiration dates.

Event description:
There was a complaint of discrepant elecsys hcg+ss results for 1 patient tested with a cobas e411 disk. It is unknown if the discrepant results were reported outside the laboratory. The patient's initial elecsys hcg+ss result on 01-sep-2021 was 684.1 mlu/ml; the first repeat was 452.4 mlu/ml and the second repeat was 696.1 mlu/ml. The elecsys hcg+ss used was lot 51653901 and had an expiration date of 30-apr-2022.